Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellamap orion high resolution mapping catheter was selected for use. During the procedure one of the splines on the catheter was broken. The catheter was exchanged and the procedure was completed without any patient complications.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual examination revealed one spline fully detached from the proximal side. The spline looks to have broken free from the mounting ring. The reported event was confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure a intellamap orion high resolution mapping catheter was selected for use. During the procedure one of the splines on the catheter was broken. The catheter was exchanged and the procedure was completed without any patient complications.